Manufacturer narrative:
The pod was received with the cannula deployed, with an expected number of pulses in each priming sequence. The formed needle was observed to be slightly bent. It cannot be conclusively determined when this damage occurred. During investigation, the pod was reset, paired with a pdm and deployed normally and the bent needle did not appear to have an effect on functionality of the needle mechanism. Although the needle mechanism functioned properly during investigation, we cannot determine exactly when the device deployed, and the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pod was applied and upon activation, the needle did not deploy. The pod was removed and deployed once it had been deactivated. The patient's blood glucose levels were unaffected.